Event description:
In accordance with (B) (4)), we are notifying you that on december 24, 2009, a customer called roche diagnostics and reported that on (B) (6) 2009, she was hospitalized due to persistent elevated blood glucose values. The caller stated that on the day of the incident, her blood glucose measured 448 mg/dl at 7:35 a.m. She took an additional 12.3 units of insulin via her medtronic insulin pump at that time. At 9:17 a.m., she received a blood glucose value of 562 mg/dl and took an additional 7.5 units of insulin. The caller reported that at approximately 1:00 p.m., she began experiencing chest pains and her husband took her to the emergency room. At an unspecified time, the hospital took a blood glucose reading of 661 mg/dl and gave the caller an IV mixed with insulin and admitted the caller for two days. The caller was released from hospital on (B) (6) 2009 despite continual high blood glucose readings (380 mg/dl at the time of release). The caller indicated that the blood glucose values obtained during this experience were believed to be accurate and the medtronic insulin pump was believed to have malfunctioned. No additional information was provided regarding this incident. The medtronic insulin pump mentioned in this event is not manufactured or imported by our firm.